Manufacturer narrative:
The returned device was determined to be operating as expected during evaluation and could not conclusively be attributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose level reached 354mg/dl after wearing the pod 14 hours. She was not sure the cannula had inserted properly.